Manufacturer narrative:
Results and conclusion: (stent deformation). (Stenosis and calcification). Deformation problem. (B)(4).

Event description:
The physician was attempting to use an endeavor resolute rx drug eluting stent to treat a lesion in the lad. The lesion exhibited 90% stenosis and was calcified .the device was inspected prior to use with no issues noted. The lesion was pre-dilated with 10% stenosis remaining; however, the endeavor resolute could not pass the lesion. The physician used a new device of the same model to complete the surgery. No patient complications reported. When the device was returned to the manufacturing facility and through analysis the stent of the device was noted to be damaged. Evaluation summary the hypotube was undamaged. The distal tip was frayed. Initial mandrel movement was successful. The stent was positioned incorrectly as the stent partially covered the distal marker band. The 2nd and 3rd proximal segments were deformed and the 4th and 5th proximal segments were flattened with some raised struts. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).